Manufacturer narrative:
(B)(4). Unable to perform displacement test due to detached retainer, missing reservoir tube o-ring and broken reservoir tube lip. Test reservoir does not lock properly inside the reservoir tube due to detached retainer. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the retainer ring had crack. Customer reported that there was physical damage to the insulin pump's retainer ring and the reservoir was able to lock in place when inserted into insulin pump. No harm requiring medical intervention was reported. The device will be returned for analysis.